Manufacturer narrative:
There was no evidence of a device malfunction. There are no negative complaint trends for this product/issue.

Event description:
It was reported that in (B)(6) 2018, the user developed skin irritation around his stoma. The area was under the barrier and tape border and was noted to be red and itchy. The user was also using eakin ring and cavilon no-sting barrier spray. He was diagnosed with folliculitis and treated with antibiotics. The area did not resolve so in (B)(6) the user went to a dermatologist where he tested positive for adhesives and hydrocortisone sensitivity. He was prescribed triamcinolone acetonide spray and told to discontinue the use of cavilon no-sting barrier spray. The area is now improving.